Event description:
Additional information: the patient outcome was reported as non-serious injury/illness.

Event description:
It was reported that the catheter was cut during an unrelated procedure, and then a pump alarm occurred due to an empty reservoir. The patient was having an unrelated back surgery and during the procedure, the ortho-spine surgeon accidently cut the catheter in the spine. The patient had been titrated down on the pump therapy since (B)(6) 2012, and it was the hope that the back surgery would work enough to no longer need the pump. No patient discomfort or adverse event was reported related to the cut catheter. The pump then started to alarm due to an empty reservoir. It was unclear if the cut catheter was replaced at that time during the unrelated back surgery, at a later time, or not at all. Reporter did not provide further of detail in regards to the cause of the empty reservoir, but indicated that the pump was being titrated down and the drug was morphine diluted with saline. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported health care professional (hcp) filled the pump with saline after back surgery. It was unclear who the patient's follow up physician in (B)(6)was when they returned. It was also unclear if the patient had any symptoms and if they were receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).